Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the hi-torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove the device, this was due to the guide wire entrapped in the lesion, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, distal right coronary artery (rca). The tip of the balance middleweight guide wire became caught in the calcification in the rca during the failed attempt to cross and the guide wire was no longer steerable. A non-abott balloon catheter was advanced in an attempt to release the tip of the guide wire from the calcification; however, this was not successful. Force was applied on the guide wire in an attempt to retract it and by doing resulted in the tip coils stretching and then separating. The separated tip was still stuck in the calcification and only the proximal part of the guide wire could be removed. An attempt was made to snare the separated tip; however, this was also unsuccessful. Another non-abbott balloon catheter was advanced and inflated, compressing the separated tip into the calcification in the vessel wall. Blood flow was fine after this and the procedure ended. The patient has visited the hospital 2 additional times for a check on the status of the tip in the calcification and blood flow through the artery, which appears to be very good with no vessel abnormalities. There were no long term adverse patient effects reported. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.